Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter serial/batch number cannot be identified. A visual examination of the stent found that the stent was returned detached from sds. The stent appeared to have been expanded and slightly damaged with some stent struts misaligned and overlapping. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile at the time of manufacture for all devices from finished goods batch including the returned device were within maximum crimped stent profile measurement. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x28mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.